Manufacturer narrative:
After further review of additional information received the following have been updated accordingly. As reported, the patient underwent placement of a trapease vena cava filter. Per the medical records, the indications for the procedure was bilateral pulmonary embolism. The filter was placed as the patient could not tolerate lovenox or coumadin which caused gastrointestinal (gi) bleed. The filter was successfully deployed during the index procedure with no complications. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, filter embedded in wall of the inferior vena cava (ivc) and unable to be retrieved. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. Per the patient profile form (ppf), four years and five months post implantation the patient had blood clots, clotting and occlusion of the ivc. The patient reports to suffer mental anguish. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots and occlusive thrombosis within the filter do not represent a device malfunction. Without procedural films for review, the reported embedded in ivc wall and retrieval difficulty could not be confirmed and the exact cause could not be determined. The implantation procedure record notes implantation of the filter on or about february 23, 2009; however, the attempted retrieval date is unknown at this time. Retrieval of the optease vena cava filter is indicated, in the us, up to 14 days post implantation. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. Clinical factors that may have influenced the event include underlying patient comorbidities, pharmacological and lesion characteristics. Anxiety does not represent a device malfunction and may be related to underlying patient related issues. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken.

Manufacturer narrative:
The catalog code provided (466p306x), represents an unknown trapease filter. The catalog and lot numbers for the actual product used in the procedure are unknown.     Complaint conclusion: as reported by the legal department, a patient underwent placement of a trapease vena cava filter on or about (B)(6) 2010. The filter subsequently malfunctioned and caused injury and damages to including, but not limited to, filter embedded in wall of the ivc and unable to be retrieved. As a direct and proximate result of these malfunctions, the suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. Without procedural films for review, the reported retrieval difficulty could not be confirmed. However, the cordis trapease® permanent vena cava filter is designed as a permanent vena cava filter. Six straight struts that contain a proximal and distal hooks are designed for fixation of the trapease filter to the vessel wall. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The off label use of this filter likely contributed to the difficulty experienced by the customer. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal department, plaintiff underwent placement of defendants' trapease vena cava filter on or about (B)(6) 2010. The filter subsequently malfunctioned and caused injury and damages to plaintiff, including, but not limited to, filter embedded in wall of the ivc and unable to be retrieved. As a direct and proximate result of these malfunctions, plaintiff suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, plaintiff has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.

Manufacturer narrative:
Additional information received per the patient profile form (ppf) indicates that four years and five months post implantation the patient had blood clots, clotting and occlusion of the ivc. The patient reports to suffer mental anguish. Per the medical records, the indications for the procedure were bilateral pulmonary embolism. The filter was placed as the patient did not tolerate lovenox or coumadin which caused gastrointestinal (gi) bleed. The filter was successfully deployed during the index procedure with no complications additional information is pending and will be submitted within 30 days upon receipt. Corrected data: manufacturer name, city and state, manufacturing site name and address, type of reportable event.